Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes were unable to attach to the patient's skin. The patient was reportedly cleaned and prepped, however, the electrodes were unable to adhere. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer indicated that the electrodes were not available for evaluation; however, this complaint is still under investigation.